Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured. The defib conductor was distorted. There was blood/body fluid in/on helix mechanism (sleeve head), outer tubing overlay and several conductors (not obstructed). Outer tubing overlay melted. Distal segment returned and analyzed.

Event description:
It was reported that the patient went to the hospital because the patient alarm sounded. Interrogation of the ICD (implantable cardioverter defibrillator) revealed 3305 short vv intervals since previous day. The physician decided to turn off the therapies. The lead was explanted and replaced. The patient did not receive any inappropriate shocks. No patient complications have been reported as a result of this event.